Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided picture. The complaint device was not received for evaluation and the bone quality of the patient was not provided. Visual evaluation of the customer provided photo noted a blue drill sleeve was damaged and it appeared that a soft bone drill bit was stuck within it. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to prying/leveraging the devices during use and/or using a soft bone drill within hard bone. The reported failure is likely the result of drilling into very hard bone and off-axis, causing the drill bit to spin within the drill guide without advancing into bone, heating up the drill guide and melting the plastic, ultimately causing the drill bit to bind to the drill guide.

Event description:
On 09/22/2025, it was reported by a sales representative via (B)(4) that an ar-1322dsc disposables kit tissue protector melted into the drill bit. Per facility: "the first time it melted the drill had been running for 30seconds-45 seconds, so we assumed it user error. The second time we opened the kit it happened almost immediately within the first few seconds of use the tissue protector melted and fused to the drill and couldn¿t be removed. The surgeon and scrub noted the drill wasn¿t hot and neither was the drill bit. The doctor said the tissue protector felt different than usual. " the soft bone drill was used in this case. This occurred during use in a case with no patient effect.